Event description:
During a cardiac cath, while attempting to post dilate a stent, the balloon would not inflate. Balloon had inflated prior to procedure. When the balloon was removed it was found to be torn and a piece of the balloon ws missing. Patient arrested and expired the next day.